Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for 7.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 3.

Manufacturer narrative:
Reported event: an event regarding instability involving a scorpio insert was reported. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned -medical records received and evaluation: review of medical records by a consulting clinician indicated: "there is no evidence that revision of the primary left total knee arthroplasty for instability and tibial component malposition was related to factors of faulty component design, manufacturing or materials." -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the exact cause of the reported instability could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for 7.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 2, three months prior to revision surgery and maximum score of 3.